Event description:
During patient treatment with the 3100a ventilator, operators noted a disparity between the setting of the power (oscillatory amplitude) knob and the displayed oscillatory amplitude (delta-p) pressure. Operators also noted that the knob could be turned down to a setting only at 6.0 when it should go down to 0.0. The patient was placed on another 3100a without compromise.